Event description:
It was reported that the patient presented to clinic after receiving multiple episodes of atp and a shock from the device due to post sensed t-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received.